Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported still having blurry vision two years following an intraocular lens (iol) implantation procedure. Additional information was provided by the consumer, who indicated that the vision is constantly blurry causing difficulty with computer work and reading. The consumer was prescribed lubricant eye drops. The symptoms continue. The consumer reported that the issue is with the lens. She reported that when she looks out the corner of the eye she can see but when looks in front she sees nothing. There are two medical device reports associated with this patient. This report is for the 2nd lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The serial number was provided. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).